Event description:
It was reported that the patient experienced burning pain around the ipg site and had inadequate pain relief despite reprogramming attempts made. It was also noted that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.